Event description:
Arterial line tubing noted to be leaking by patient's rn when attempted to draw blood glucose. Tubing changed out, flushed through and placed in bio-hazard bag to be picked up by bio-med.